Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began about 2 weeks ago. Patient stated they had to move the recharger paddle around until it gave up. Patient stated the paddle got hot then stated warm when charging the implant. During the time of call, controller showed orange and implant 90%. Patient denied any error/messages codes when charging their implant. Agent instructed patient to check for damage; no visible damage to recharger. Agent asked patient what the controller showed, patient unlocked their controller and patient noted the controller screen showed settings not available screen 59. Agent walked patient through the different groups; when patient increased stimulation the settings not available message appeared in group a and c. Agent informed patient they can use group b in the meantime. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient mentioned previous external equipment replacement. Agent reviewed with patient to follow up with their healthcare provider to clear the message on groups a and c.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, lot/serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the recharger, model [97755-s ], s/n (B)(6), revealed. Product analysis found: no issues with finding or charging ins and no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.